Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported soft key and #7 do not work which was reproduced during evaluation. Evaluation observed multiple keys to have no response and found the cause to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a soft key and the #7 key did not work. There was no known patient injury or medical intervention associated with this event. No additional information is available.